Event description:
The consumer reported receiving second degree burns from the heating pad. She states the burns occurred three weeks ago. The heating pad was wrapped in two towels and it slid down her back. The instructions for use warn against wrapping the heating pad in anything other than the cover provided as it could lead to overheating. The consumer has been treated medically and is on antibiotics.